Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel. This condition was caused by depleted main batteries. This condition was resolved on-site by a baxter field service technician by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. It is unknown when the event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.